Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient went to the hospital complaining of muscle twitching near the device. The pulse generator was found in backup vvi mode. The firmware was reloaded and the device was restored successfully.